Event description:
It was reported that while in use on a patient, there was a separation between the gray securement piece and the flexible silicone piece inside, so the ez-blocker was not properly secured to the multiport adapter. As a result, the device was dislodged mid-case. The issue was resolved by isolating the lung again and repositioning the ez-blocker. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer has reported the separation of the gray securement piece and the flexible silicone piece inside. The manufacturing site reports "these 2 pieces are not fixed together per specification of product. These 2 parts are inserted on the catheter but not glued together. Missing cap or silicone gasket, their wrong position/orientation or damaging would be detected during manufacturing and qc inspections and the product would be scrapped." It was also reported that "the review of DHR revealed no production issues from the perspective of the reported defect and the time of manufacture of the complained lot." The instructions for use (IFU) for this product mentions the complete procedure for manipulation of the product including the fixation of the catheter through the cap with the silicone gasket. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, there was a separation between the gray securement piece and the flexible silicone piece inside, so the ez-blocker was not properly secured to the multiport adapter. As a result, the device was dislodged mid-case. The issue was resolved by isolating the lung again and repositioning the ez-blocker. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.